Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had battery out limit alarm. The customer¿s blood glucose level was over 300 mg/dl and they corrected it with manual injections. Customer reported that they were unable to clear the battery out limit alarm. Customer also reported that the insulin pump had failed battery alert and when they changed the battery the insulin pump did not turned on again. Troubleshooting was performed and display did returned. Customer reported that the time was advanced. Customer reported that the insulin pump had frozen display. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.